Event description:
Customer reported that the insulin pump may not have been properly recording insulin delivery. Customer also reported that she recently had a blood glucose level of 469 mg/dl. Blood glucose level at the time of the call was not provided. No further information was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.